Manufacturer narrative:
Literature article citation: howard et al. Posterior iliac crest pain after posterolateral fusion with or without iliac crest graft harvest. The spine journal 2011; 11: 534-537. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that 59 patients underwent instrumented posterolateral fusion done at one to two levels from l1 to s1. Postoperatively, the patients were examined for tenderness over the surgical site as well as the left and right posterior iliac crest. Patients were asked to rate the intensity of the pain on a scale of 1 to 10 with 0 being no pain and 10 being the worst pain. Four patients reported pain over the left posterior iliac crest.